Event description:
It was reported that the event occurred while in the pt's room a day after the catheter was placed. A leak was found on the catheter near the snaplock. As a result, the catheter was removed and replaced with a new one successfully. There was no delay or interruption in therapy noted. No report of pt death, complications or injury. The pt outcome is good.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.